Event description:
The pump was returned to the hosp's in-house biomed dept for an unknown reason. While the pump was sitting on a shelf it reportedly turned on and off by itself. There is no add'l details regarding any clinical contact, or where the pump came from. No pt injury or medical intervention reported. No add'l details are available.